Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead was previously capped due to a fracture and now removed when replacement system was explanted due to infection. Evaluation summary: (B)(4): the proximal segment was returned and analyzed and no anomalies were found.

Event description:
It was reported that the lead was explanted due to an infection. No patient complications were reported as a result of this event.